Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device ak6740 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a repair of 2nd degree tear and labial laceration on an unknown date and suture was used. During the procedure, the suture detached from the needle, leaving the needle in the vagina. The patient was brought to the operating room to have the needle removed under x-ray guidance. No additional information was provided.